Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called into help line reporting a critical pump error inquired what led up to the complaint. Customer response: customer called into helpline because they're having critical pump error alarm critical pump error t/s per (B)(4). Customer reports they received a critical pump error image on the pump screen. What led up to the event: none . Inquired if any pump error(s) was displayed before the "critical pump error" image was displayed on the screen. Found: not sure . Adv the pump will need to be replaced.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly.